Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported three of the leads were broken as of (B)(6). The patient experienced a return of pain at the same time the leads broke, and was looking to schedule a surgery with their healthcare provider (hcp). There were no traumas or falls reported that could be related to this issue. It was noted the patient saw their hcp and manufacturer's representative (rep) on (B)(6) who mentioned something about waiting on insurance. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: implantable neurostimulator; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Due to imdrf harmonization, any previously submitted conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient confirmed they had a new system due to the 3 broken leads. No further complications were reported or anticipated. Patient implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.